Event description:
Medtronic received information that prior to use of a fusion oxygenator and cardiotomy venous reservoir, it was reported that the packaging was damaged. The outer packaging, inner packaging and sterile barrier were damaged. No other devices in the same box/shipping container were damaged. The device was replaced. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Device evaluation summary: visual inspection of the outer shipping box shows no evidence of any damage. The tray was damaged/cracked. Reason for return was confirmed. Unit will be held in brooklyn park. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.